Event description:
The user facility reported a patient noted as high-risk percutaneous coronary intervention was on an impella 2.5 for mechanical circulatory support. It was reported that during delivery, a small resistance was felt at the level of the aortic arch. Additionally, while explanting the 2.5 pump had a resistance pulling through the 13 fr abiomed sheath. It was reported that the patient survived the procedure.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. The evaluation into the delivery/removal issue has been completed. The cause of the removal issue was not determined since product was not returned data analysis logs were not available and the clinical details provided were insufficient to determine a root cause. The cause of the delivery issue was patient condition as determined from the clinical details indicating the resistance at the aortic arch while removing the device. This report is being filed as part of a retrospective review of historical records.